Manufacturer narrative:
(B)(4). Pump received with stripped battery cap coin slot(p), broken reservoir tube lip, missing reservoir tube o ring, cracked case at the reservoir tube window corners, cracked reservoir tube window, broken belt clip slot and cracked battery tube threads. The test infusion set and reservoir does not lock into place due to the reservoir completely broken off.

Event description:
Information received by medtronic indicated that the insulin pump had a crack at battery compartment. Customer stated that insulin pump was neither dropped or bumped. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.